Event description:
I had essure implanted in (B)(6) 2012, right after I had a good amount of pain and heavy bleeding. Shortly after I began having pelvic pain randomly and my period was coming every 2 weeks and I was also having gi issues with everything I ate or drank. Lots of back pain and hip pain shortly followed. I went to the drs in (B)(6) because I wasn't feeling well and was becoming very shaky, so with my family's history of diabetes I wanted to get everything checked out. Shortly after arriving at the dr's office and having urine tests done the dr informed me that even though it wasn't supposed to be possible I was pregnant. My ob told me that she couldn't guarantee how safe my pregnancy would be but she would keep a close eye on me and make sure everything was ok. I am 23 years old and already have 2 kids who are only (B)(6) so I was extremely shocked to find out I would have to start over and raise another baby.